Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation, the belt was displaying a service code 204 (¿belt/monitor unusable¿). The cause of the failure was isolated to defective can h and can l channels on u204 of the distribution node pca. The root cause for the defective u204 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.